Event description:
The pt's implantable neurostimulator did not work and had not worked for several years; no additional details were provided. Surgery to replace or repair the device was scheduled, but was then later cancelled. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).